Event description:
Doctor reported he had a patient that required a washout due to an infection (washed with vanc and zosyn for broad spectrum coverage). The patient had surgery on (B)(6) 2023 with no issues reported. The patient fell down chasing her kid and twisted her knee at 4.5 weeks post op. The patient went to ER (6.5 weeks post op) with an infection. The doctor scoped the knee with a lot of puss in the supra-patellar & in the joint. Photos (attached) show that the ethibond sutures were snapped & the acl looked more like a "re tear" than a "failure to heal". Dr. Shah believes the infection and damaged acl are attributed to the twist & fall + noncompliance, not the bear implant itself.